Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. On (B)(6) 2025, the patient was discovered unconscious on the floor by her son, who resides in the basement of her home. At the time of the incident, the patient was unable to recall whether there had been any malfunction or issue with her t-slim insulin pump or dexcom g6 continuous glucose monitor. She also could not remember the sensor readings or any symptoms she may have experienced prior to the event. According to the patient, her son immediately contacted emergency medical services (ems). Upon arrival, ems recorded a blood glucose (bg) level exceeding 700 mg/dl. The patient does not recall whether any treatment or medication was administered by ems at the scene. She was transported to the hospital, where she received insulin therapy upon arrival. The patient remained hospitalized for four days in march for further treatment and monitoring. No data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.